Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic after the implantable cardioverter-defibrillator (ICD) was unable to communicate with the patient's transmitter. Upon attempted interrogation, it was observed that the ICD was unable to be interrogated via radio frequency telemetry. After that, the ICD was successfully interrogated using the inductive wand. The patient was given a new transmitter with a wand. The patient experienced no consequences.